Event description:
The pt received her scs system on (B)(6) 2008. It was reported the pt was unable to increase stimulation in her programs, and that the pt had fallen on multiple occasions. There were 4 contacts on the pt's lead that were invalid. The pt was reprogrammed using valid contacts. The physician has requested x-rays, but no other course of actions is scheduled, since the pt is receiving stimulation where it is needed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.